Manufacturer narrative:
The service provider provided the investigation report on 07/26/2021. The actual device was tested. The pump passed the flow rate testing. The flow rate deviation is within the ±5% specification. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00033).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that stated that pump 616914 failed the flow rate test 3 times during pm (preventative maintenance). The device operator was a biomed technician. No medication was being infused. There was no patient involved.